Event description:
It was reported that the patient developed a blister at the pump site, which appeared to be becoming infected. The pump was removed 2007. No patient symptoms were reported. The pump was used to deliver baclofen. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.